Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question. The known c antigen positive test well (combined as known e antigen positive test well also) appeared visually weak positive and diffuse red blood cell adhesion. The known e antigen positive test well (combined as known c antigen negative test well also) appeared visually weak positive and diffuse red blood cell adhesion.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo.